Manufacturer narrative:
The reported event of stent partially deployed. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was used during a biliary stent implantation procedure performed on (B)(6) 2014 in the lower bile duct. According to the complainant, the stent was being placed to treat a carcinoma in the head of the pancreas. During the procedure, the stent was advanced to the desired location and the physician deployed the stent 2cm. The physician attempted to reconstrain the stent to adjust the position and the stent was unable to be reconstrained due to a strong resistance. The physician made another attempt to deploy the stent; however, the stent was only able to be 75% deployed. The stent was removed from the patient partially deployed on the delivery catheter. The procedure was completed with another wallflex biliary stent. The device was checked outside the patient and the physician noted that the exit port of the guidewire lumen and the inner sheath were kinked. According to the physician, the elevator of the scope did not contact the guidewire lumen but that the kink was likely due to pushing the scope into the device in distant view. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual analysis of the deployed stent and the stent delivery system found that the outer sheath was severely kinked and accordioned, 10mm distal to the reconstrainment band. The dark blue outer sheath was also kinked, 182mm proximal to the guidewire access port. As the stent had been deployed it was not possible to attempt reconstrainment of the stent; however, during product analysis, the investigator was able to advance and retract the outer sheath without any tangible resistance. The reconstrainment band outer diameter was measured to be 0.06in using a vernier (g4903) which is within specification. No other issues were identified during the product analysis. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited.  Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.  A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was used during a biliary stent implantation procedure performed on (B)(6) 2014 in the lower bile duct. According to the complainant, the stent was being placed to treat a carcinoma in the head of the pancreas. During the procedure, the stent was advanced to the desired location and the physician deployed the stent 2cm. The physician attempted to reconstrain the stent to adjust the position and the stent was unable to be reconstrained due to a strong resistance. The physician made another attempt to deploy the stent; however, the stent was only able to be 75% deployed. The stent was removed from the patient partially deployed on the delivery catheter. The procedure was completed with another wallflex biliary stent. The device was checked outside the patient and the physician noted that the exit port of the guidewire lumen and the inner sheath were kinked. According to the physician, the elevator of the scope did not contact the guidewire lumen but that the kink was likely due to pushing the scope into the device in distant view. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.